Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hemorrhage, perforation of vessels, stenosis, obstruction/ occlusion, pseudoaneurysm, vascular dissection and thrombosis are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported hospitalization was likely due to case circumstances. A definitive cause for the reported failure to achieve hemostasis could not be determined. The unexpected medical intervention, surgical intervention and medication required were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device will not be returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostar device referenced is filed under a separate medwatch report number. The additional patient effect of death referenced is filed under a separate medwatch report number. Article attached: "percutaneous aortic valve replacement vascular outcomes with a fully percutaneous procedure" na.

Event description:
It was reported through a research article identifying proglide and prostar relative to percutaneous aortic valve replacement procedures using the pre-close technique in 136 patients resulting in some patients experiencing: 30-day mortality (deaths due to heart failure, sudden death, pneumonia, and ischemic bowel); dissection and perforation requiring balloon dilation, stenting or surgery; unsuccessful hemostasis requiring balloon dilation or stenting; thrombus requiring balloon dilation; occlusion and stenosis requiring balloon dilation or stenting; occlusion with surgical treatment; bleeding requiring a covered stent or surgical repair; pseudoaneurysm; retroperitoneal bleeding; blood transfusion; re-hospitalization, longer length of stay and protamine reversal, used only in patients with ongoing bleeding. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous aortic valve replacement vascular outcomes with a fully percutaneous procedure".